Event description:
It was reported that air bubbles were observed within the tubing. Reportedly, the customer was using fiasp insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer performed a supply change to address the issue. Customer¿s blood glucose level was 400 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Root cause: use error. Per tandem¿s t:slim x2 with control-iq user guide: "only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and u-100 novolog have been tested and found to be compatible for use in the pump. Use of insulin with greater or lesser concentration can result in an over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events." H3 other text : device not returned.